Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that they were unable to perform a test with the subject meter and that it was displaying the message "use another strip." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.